Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had an error in the working channel during the wash program which caused a cancelation of the reprocessing, the device was not properly reprocessed before it was sent in due to this defect. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device will not be returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, a root cause could not be identified. No further information could be obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
There was no patient or procedural involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.